Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that insulin pump had multiple pump error. The customer¿s blood glucose was unknown. The customer reported that they had received the failed battery alarm. The customer reported that they were able to rewind the insulin pump. The displacement test was performed and the test was passed. The customer stated that they had performed the self test and found that another pump error was occurred. The customer was advised the insulin pump requires replacement, to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error alarm during testing. The motor was tested outside of the device and passed. Insulin pump was received with normal operating currents. No unexpected battery failed alarm or power loss noted. However, pump error alarm (variableinfo=3) confirmed in the insulin pump history due broken trace on keypad assembly.